Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating for 5 hours. A technical support specialist dialed into the station and identified an error in the database synchronization log indicating a structured query language (sql) exception related to a duplicate key entry in the table, applied knowledge article (ka) - retry - insert into purge.purgestatistics and followed the documented steps for cases where the dispensing device key was null by stopping the database synchronization service, ran the provided query, restarted the database synchronization, and monitored the log until the message, "no variation in change tracking value" appeared, then restarted the device into carefusion application, confirmed that the station synchronization information reflected the current upload time, and verified with customer that the reports were current and updated, confirming that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es popped an error that displayed not communicating for 5 hours. However, there were no delays or adverse events or injuries reported based on this event.